Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The advanced breathing system was cleaned an reassembled to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak large enough to cause a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak rate was less than 4.5 lpm. This was not a reportable malfunction. Additional information was received that the leak rate was less than 4.5 lpm. This was not a reportable malfunction.